Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific leads exhibited high, out of range pacing impedance (greater than 3,000 ohms) and over-sensed noise on the right atrial and right ventricular channels. A technical service (ts) consultant reviewed the available device data and recommended lead integrity testing including excessive movement maneuvers and manipulation. T/s recommended programming options the device remains implanted. No adverse patient effects were reported.